Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2016, product type: lead.

Event description:
The consumer's family member reported that the patient twisted and tugged her lead while she was sleeping. The wire could be seen and gauze was put over it. Additional information from the manufacturers' representative (rep) reported that symptoms returned and stim was felt in the upper buttock at the insertion site. The troubleshooting performed related to the event was that stim was turned up to see where the patient felt it. The verify device was turned off and the patient went to the doctor and had everything removed. The situation was resolved. There was no further information provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.